Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ family member reported via phone call that the insulin pump pushed insulin out of the infusion set prior to the priming step. The customer¿s blood glucose was unknown at time of the incident. The customer used fresh reservoir and infusion set, but the same problem occurred. The device will not be returned for analysis.